Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that after an atrial fibrillation and atrial flutter ablation procedure with a qdot micro and an ngen generator and the patient experienced an esophageal fistula that required "medical intervention". After a right-sided atrial flutter and atrial fibrillation procedure was completed on (B)(6) 2025, an esophageal fistula was noticed in the patient on (B)(6) 2025. When the patient went back to a different hospital on (B)(6) 2025 for a check-up, it was noticed that the patient had some "esophageal damage." It is unknown how the esophageal damage was discovered. It was reported that an esophageal fistula was confirmed in the patient, but it is unknown how it was confirmed. Medical intervention was provided to the patient, but the specific type of intervention is unknown. The patient was reported to be in stable condition. It was confirmed there was "esophageal cooling" utilized during the procedure on (B)(6) 2025. It was noted that they noticed damaged on patient interface unit (piu) map pins. Additional information was received which indicated the physician¿s opinion on the cause of this adverse event was that wide antral circumferential ablation (waca) ran behind the esophagus (right sided esophagus). The patient required extended hospitalization because initially the patient was sent home after the procedure and went to another hospital for treatment of esophageal fistula days later. The ngen generator was used in q mode at 40 watts and 30 seconds. No error messages were observed on biosense webster equipment during the procedure and modalities used to prevent esophageal injury was cooling probe and confirmation of its location only.